Event description:
It was reported that during use with the bd facslyric¿ flow cytometer erroneous results were indicated. The following information was provided by the initial reporter: customer has reported that they've noticed a change in the population for cd4+cd8- and cd4-cd8- populations. This is seen on two instrument and changing the trucount and antibody reagents has not made a difference. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) not applicable. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
D.4 medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use with the bd facslyric¿ flow cytometer erroneous results were indicated. The following information was provided by the initial reporter: customer has reported that they've noticed a change in the population for cd4+cd8- and cd4-cd8- populations. This is seen on two instrument and changing the trucount and antibody reagents has not made a difference. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) not applicable. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - (B)(6) g.1 - reporting office contact - (B)(6) g.1 - manufacturing site contact - (B)(6) h.6 - imdrf annex f code - f26 h.6 investigation summary: based on the investigation results, the reported issue change in the population for cd4+cd8- and cd4-cd8- populations was confirmed. Investigation results that were performed on the indicated failure mode were the following: - DHR part #663029, serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. - potential cause of the instrument producing erroneous results was determined to be an issue with lysis buffer solution. - the issue was resolved when the customer prepared a new lysis solution for troubleshooting measure. Afterwards, the instrument is functioning as expected. No patients were harmed from erroneous results which were determined to be acceptable by the onsite supervising medical personnel and there was no delay in patient treatment. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.